Manufacturer narrative:
Batch review performed by meedacta regulatory affairs department on 20 july 2020: lot 165111: (B)(4) items manufactured and released on 15-nov-2016. Expiration date: 2021-11-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Clinical evaluation 3 years after revision tka the tibial component is painful and needs removal. Apparently, the main reason for this pain is the position of the stabilization stem, which is in contact with the lateral cortex. We have no postoperative images, so we cannot tell if this position was chosen by the surgeon originally (reasons unknown) or it is the result of a progressive deviation. No reason to suspect a faulty device to date. Another device involved in the event gmk-revision 02.07.1203r tibial tray fixed cemented # 3 r lot. 167426 (k090988) batch review performed by meedacta regulatory affairs department on 20 july 2020: lot 167426: (B)(4) items manufactured and released on 28-mar-2017. Expiration date: 2022-03-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
Revision surgery performed about 3 years and 7 months after the primary surgery. The patient was having pain due to an impingement of the extension stem and the tibial bone. A cortical thickening has been observed. No metallosis detected. The surgeon revised the tibial tray, extension stem and liner.